Event description:
The medical professional tested patients blood glucose on suspect device at 12am and it was 30 mg/dl. A lab draw was done at this time also. The patient was treated with d50. 30 minutes later the lab result came back and it was 114 mg/dl. The medical professional retested the patients blood glucose on suspect device at 2am and it was 12 mg/dl. The medical professinal did another blood glucose test on another device and it was 144 mg/dl. 10 minutes later.